Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level reached over 500 mg/dl. Customer delivered a bolus and manual injections to address elevated bg levels. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the (B)(4) sensor was not returned.